Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of the power supply. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of power supply issue was confirmed during product evaluation. The root cause was assigned to the user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter (B)(4). Should the device or additional information become available, a follow-up medwatch will be submitted.